Event description:
Philips received a complaint on the v60 ventilator indicating that there was an intermittent touchscreen issue and a calibration attempt failed. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the touchscreen issue. The rse provided the customer with the part information for the touchscreen so that the customer could order a replacement. This investigation is ongoing.

Manufacturer narrative:
The customer informed the remote service engineer (rse) of the touchscreen issue. The rse provided the customer with the part information for the touchscreen so that the customer could order a replacement. In a good faith effort (gfe) response from the customer received, it was confirmed by the customer that the touchscreen was replaced, and the device returned to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.